Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the patient's falling a couple of times was not a device issue. The surgery was on 2017-(B)(6). No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the healthcare provider (hcp) had to replace the patient's catheter for his pain pump. It was stated that the surgery occurred at least one year prior to the time of the report (2017) or "maybe late 2016". The catheter was replaced because it was broken. The cause was unknown. It was noted that the patient fell a couple of times before the catheter surgery. No patient symptom was reported. No further complication was reported.